Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination of candida. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, and the lms final investigation. Correction: d9. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: unknown, cfu: > 100 cfu/100 ml, bacterial identification: enterobacteriaceae 30 e. Sampling date: (B)(6) 2024, sampling from: unknown, cfu: > 100 cfu/100 ml, bacterial identification: micro organisms 22 e. Sampling date: (B)(6) 2024, sampling from: unknown, cfu: > 100 cfu/100 ml, bacterial identification: micro organisms 36 e. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.